Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The user alleged "has signs of allergies and irritation (nasal pruritus, sneezing, rhinorrhoea, watery eyes); is already treated with antihistamines for known allergies." There was no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on jun 22, 2023, and section h11 should be reported as: the manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The user alleged has signs of allergies and irritation (nasal pruritus, sneezing, rhinorrhoea, watery eyes); is already treated with antihistamines for known allergies. There was no allegation of serious or permanent harm or injury. The device was returned to the third-party service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device and the dust/dirt particles found during the evaluation. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed. There was one error found. The third-party service center concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Device was scrapped.